Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window. The reservoir fits properly into reservoir compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir is unable to hold in place. The customer stated they are also having issues with no delivery. Customer stated the plastic chips and rubber that holds the reservoir in place has come off. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was unknown.